Event description:
It was reported that: "in the treatment of an aneurysm's bifurcation on a female patient aged 60, after three attempts the coil did not deploy so it was decided to retrieve it but it broke leaving a part of it in the vessel, then it was pushed with another coil but the previous one had left occlusion in part of the artery because there was no control on the broken coil. Despite a branch of the vessel was occluded it was not reported that the patient had significant injury."

Manufacturer narrative:
Balt USA's reference number: (B)(4). An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f200600296 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Manufacturer narrative:
Balt USA's reference number: (B)(4). Analysis pending on the device return.

Event description:
It was reported that: "in the treatment of an aneurysm's bifurcation on a female patient (B)(6), after three attempts the coil did not deploy so it was decided to retrieve it but it broke leaving a part of it in the vessel, then it was pushed with another coil but the previous one had left occlusion in part of the artery because there was no control on the broken coil. Despite a branch of the vessel was occluded it was not reported that the patient had significant injury."